Event description:
It was reported that the patient was being treated for an aneurysm of the aortic arch, and upon advancing a talent stent graft, the tip of the delivery catheter damaged the aorta and consequently the patient expired. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).